Event description:
It was reported that this atrial lead was explanted due to increased pacing impedance (>2000 ohms). Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection approximately 17 cm 18 cm cm distal to the is-1 connector pin the lead body was found squeezed and damaged. The inner conductor coil was fractured 17.5 cm distal to the is-1 connector pin. This damage can be considered the root cause for the electrical abnormalities. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.